Manufacturer narrative:
Concomitant medical products: information references the main component of the system. Other relevant device(s) are: product ID: 9735737, serial/lot #: 1.3.2 ; product ID: 9736411, serial/lot #: (B)(4) the system was serviced in the field and the system was given a new ssd. The system was then performing as intended. Codes b01, c10, d02 are applicable to this analysis. D9, h2, h3: hardware was returned and analysis was performed. The ssd was tested and found to have version 2.0 installed. Version 2.0 was then removed and attempted to install 1.3.2 when an error was encountered. Codes b01, c10, d02 are applicable to this analysis. H3: the software investigation found that after the logs were reviewed, the issue was consistent with the a known software issue. Codes b01, c10, d02 are applicable to this analysis. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the system was on application v2.0 and since the site uses 3rd party scanners exclusively, the representative attempted to revert back to application v1.3.2. Upon uninstallation of application v2.0, he clicked yes on "remove all data" and when installing application v1.3.2 via disk the progress bar went all the way to the end then stated installation failed. Reboot did not resolve. In admin application, application v1.3.2 was listed in the installed software, but logging into the stealth user the applications were not present. No patient present. System under active ssa.